Manufacturer narrative:
Sample availability unknown. A follow up report will be submitted if the sample becomes available for evaluation.

Event description:
A customer contacted baxter regarding a pinhole in the patient line of a homechoice cassette. An unsuccessful follow-up call was placed to the patient to gather additional information. No injury or medical intervention was reported.